Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Additional information: field complaint of early battery depletion was not confirmed. Electrical, mechanical, and longevity analysis was normal with no anomalies found.